Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for evaluation. Optical signal issue the clinical expresses that aic displayed a yellow "optical sensor unreliable¿ alarm. A review of the imc logs indicated a " g0=0" which is an indication that the pump wasn't calibrated correctly and that resulted in the aic displaying the optical sensor unreliable alarm. Therefore, the root cause of the optical signal issue was most likely the eeprom corruption which resulted in the component reliability issue. Stroke/ cva in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the stroke/cva was unable to be determined due to insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated. H6 updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that during implantation of an impella cp, the optical sensor failed and a yellow ¿optical sensor unreliable¿ alarm populated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a patient with an impella cp developed an ischemic stroke following the next day of procedure. It is unclear of the etiology of the stroke, but the patient did suffer a 9mm midline shift and herniated. The patient was made comfort care. Care was withdrawn.